Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, missing display window cover, cracked keypad overlay at select button and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer also reported that the part of the insulin pump that was screen came off and stuck on metal ring. The insulin pump will be returned for analysis.